Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20cm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noticed that the distal portion of the stent looked damaged. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified damage. Stent strut 1 to 13 from the proximal end of stent appear undamaged. The remainder of the stent was damaged and pulled in a distal direction extending approximately 1.5 mm past the distal end of the distal markerband. The undamaged section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device revealed no issues. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50x20cm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noticed that the distal portion of the stent looked damaged. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.